Event description:
A us distributor reported that an electrode belt was damaged.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (bent pins or damaged e-belt connector and connector will not stay latched) has been confirmed. Upon investigation the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to an a broken lead 1- wire in the ECG "c" and "d" cable. The root cause could not be positively identified. No adverse event resulted from the damaged electrode belt.